Manufacturer narrative:
Device review: the device was returned to the manufacturer for failure analysis. There were no indications of dried fluid within the cassette compartment underneath the mushroom heads. There were no burrs or sharps inside the cassette door that may have punctured a cassette membrane. No patient cassette was received with the returned cycler. The heater tray/scale was not obstructed. The device passed the following tests: simulated treatment, valve actuation, system air leak test, and load cell verification. The internal inspection of the cycler revealed that the pneumatic tubing was dull, dingy and the hp2 filter was brown. The cause of the encountered discoloration in the tubing and filter could not be determined. Due to encountered tubing discoloration, a mushroom head check was performed per procedure. The cycler passed the mushroom head check test. A device history record (DHR) review was performed and the device was found to have been manufactured per specifications. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Medical records concluding summary of findings: as the event occurred while on cycler, this remains as a system level investigation of all fmc products used by the patient at the time of event. Currently with the negative cultures and continuation of pain with no exit site infection, we do not have definitive information to point to any specific cause or contributing factors for the development of peritonitis. At this time the cause of the peritonitis is not determined.

Event description:
A peritoneal dialysis nurse reported a patient was previously hospitalized and diagnosed with peritonitis. The patient called the clinic after hours due to pain during treatment and reported taking hydrocodone. The pain worsened and the patient was instructed to go to emergency room (ER). Follow-up review of the medical records indicated the patient had pain for about a month with nausea and vomiting prior to ER visit. The patient was given levaquin per her primary care physician prior to the peritoneal dialysis (pd) culture and sensitivity testing was performed. The labs were later taken and came back negative. On an unknown date the patient's pd white blood cell count (wbc) result was 165 (following previous treatment with levaquin). The patient was subsequently treated with vanco and fortaz empirically. She finished the prescribed medications and continued to experience vomiting with nausea and pain in the right flank with no evidence of site infection. Another wbc was performed and the results were 488 with no growth of any organisms. The patient was not prescribed any additional medications. However, the patient was switched from peritoneal dialysis treatment to hemodialysis treatment.